Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a micro puncture was found in the balloon. The 95% stenosed long, target lesion was located in the mid circumflex artery the vessel was mildly calcified proximally. A non-bsc microcatheter was used and a non-bsc guide wire was advanced and crossed the lesion. The physician advanced a 2 mm x 12 mm maverick2 balloon catheter for pre-dilation, but the device was unable to cross the proximal segment of the lesion. After several attempts the physician decided to withdraw the device. Upon withdrawal a micropuncture was noted in the balloon. The physician completed the procedure with a 2 mm x 12 mm non-bsc catheter balloon and deployed a 2.5 mm x 30 mm non-bsc stent. There were no patient complications reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a micro puncture was found in the balloon. The 95% stenosed long, target lesion was located in the mid circumflex artery the vessel was mildly calcified proximally. A non-bsc microcatheter was used and a non-bsc guide wire was advanced and crossed the lesion. The physician advanced a 2mm x12mm maverick2 balloon catheter for pre-dilation, but the device was unable to cross the proximal segment of the lesion. After several attempts the physician decided to withdraw the device. Upon withdrawal a micropuncture was noted in the balloon. The physician completed the procedure with a 2mm x12mm non-bsc catheter balloon and deployed a 2.5mm x30mm non-bsc stent. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplementary medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that the hypotube was kinked at various locations along its length. This kinking is consistent with excessive force having been applied to the shaft. The device was attached to an encore inflation unit and a pinhole leak was confirmed in the balloon material. The leak was located over the distal edge of the distal markerband. A microscopic examination of the balloon material and distal markerband identified no issues which could potentially have contributed to the leak. No other anomalies were noted with the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).